Event description:
It was reported that during a lap sigma procedure that the device did not function. An error code was displayed and noises were heard. A new device was used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
H6: broken blade-metal to metal. H3. Evaluation summary. The device was returned with the distal tip of the blade broken off but present. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipement, and damage of this magnitude would have been detected at this process. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.